Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the valve migrated aortic and resulted in a severe aortic regurgitation (ar). On the same day, surgical intervention to remove the valve and implant a surgical valve was successful. No additional associated adverse patient effects were reported.